Manufacturer narrative:
The complaint was confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows slight radiolucence around the tibial component. There is also some radiolucence and some cysts adjacent to the talar component. Loosening is possible specifically for the talar component. There is also some conflict with the distal fibula. There might be some impingement, which could also lead to pain or problems in this case. The reason for the loosening, described by the hcp could be patient related. The malpositioning of the implant would be procedure or surgery related. The tibial component has a conflict with the distal tibia. It is either loosened or it has been malpositioned in the first place. That could be assessed with the respective postoperative x-ray. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for loosening or presumed loosening. Both implants would be revised to in bone.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for loosening or presumed loosening. Both implants would be revised to in bone.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.